Event description:
Healthcare professional reported that after injection with juvederm voluma xc, the patient experienced "hardening" somewhere on the left side of the side of the face. Further follow-up with the healthcare professional provided the following information: the patient was injected with 2 syringes of juvederm voluma xc bilaterally in the malar areas. The patient had topical/local dental blocks applied before injection and ice after injection. Approximately 3 weeks after injection the patient developed swelling, tenderness, and erythema at the injection sites. The patient was treated with cipro, medrol dosepack, septra ds, clindamycin, elocon cream, and levaquin. The symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening, swelling, tenderness and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.